Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was not charging. Multiple charging sources were used. Customer's blood glucose was 65-180 mg/dl. Customer used the pump and manual injections for insulin therapy.